Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary emergency treatment, which was delayed, and it was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that there was an issue with the c-arm rotation. The bodyguard calibration didn¿t resolve the issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse performed movement test for c-arc rotation and found that it was unable to rotate. The fse reseated the cables on c-arc rotation motor, but issue persisted. The fse confirmed that the motor was defective. To resolve the issue, the fse replaced the c-arc rotation motor and performed the position and current calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was an issue with the c-arm rotation. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.